Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead exhibited high/ undefined high voltage coil and tip to coil impedances. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.